Event description:
Patient reported they were having their boston scientific spinal cord stimulator (scs) replacement with a (B)(6) device. No additional information provided for boston scientific scs device or reason for replacement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).